Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of pump stops and low speed events while the device was connected to the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. However, evaluation of heartmate ii lvas, serial number (B)(6), was unable to confirm driveline damage that would have contributed to the findings observed within the log file. The pump was returned assembled with the driveline cut approximately 1.75¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. Approximately 1.75¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief hardware and the sealed outflow graft bend relief collar were returned disconnected from the device. The apical sewing ring was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for hi-pot testing; no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported event. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19apr2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a continuous warning alarm when connecting to the power module at home. The continuous tone was heard when the black power lead was connected to the power module from the battery. Once both power leads were connected to batteries, the tone resolved. The patient continued on battery support since the alarm. The patient was asymptomatic and then visited the hospital. Upon interrogation a pump stop was noted and the hospital suspected that this was due to driveline fatigue. Log file analysis captured multiple pump stops while attached to the power module, and once while on batteries. This type of behavior was linked to potential issues with the driveline/percutaneous lead. The patient underwent pump exchange on (B)(6) 2021 due to a suspected driveline fault.